Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that she had a seizure on (B)(6) 2014. Patient reports that during the seizure she bit her cheek and tongue. Patient claimed that the device read above 200, but she usually has seizures at 20. Patient's husband gave glucagon to patient. At the time of contact with dexcom technical support, patient stated her muscles were sore but she was feeling okay. Dexcom has issued an rga for patient to return the device to be investigated.